Event description:
Patient reported both of the batteries would not charge in charging station. Attempted troubleshooting by using 5 different outlets at home but the charging station would still not charge any batteries and displayed a wrench on screen. The inability to charge both batteries and power up to active status indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned batteries and charger both passed all field return tests and inspections. The reported condition could not be replicated. There is no indication of a product malfunction. Will continue to trend for future occurrences.